Event description:
It was reported by the patient's husband that the patient had passed away. The cause of death was unknown. Follow up with the company representative revealed that the patient's normal and autostim output currents were programmed off due to conditions that were not related to vns. It was reported that the patient had a seizure, went to sleep, and never woke up. Follow up with the funeral home revealed that the vns was left implanted when the patient was buried. No additional relevant information has been received to date.